Event description:
Consumer complaint of low blood results. Customer called about his meter reading lower than he thinks it should 70-90 mg/dl. He states his expected results should be 120 mg/dl - 150 mg/dl with the new box of strips he just purchased. Verified the strips are within the expiration date 08/31/2016. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference, user reused test strip, user's test strip had poor fill. Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (01/15/2014).